Event description:
"Cover endoscope distal sterile latex free disposable", was found off the scope and in the patient's lumen with crack. Scope used was olympus tjf-q190v, serial number [redacted]. Rat tooth forceps were used to retrieve cracked distal cover without incident.